Manufacturer narrative:
As reported, a physician could not advance a 5f mynx control vascular closure device (vcd) through an unknown sheath. There was no reported patient injury. The device was used in an interventional procedure. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was little vessel tortuosity. Another mynx device was used for hemostasis. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in its manufactured position, exposed due to the sealant sleeves¿ frayed/slit condition. The syringe and procedural sheath were not returned with the device. Per functional analysis, the corresponding 5f catheter sheath introducer (csi) was attempted to be introduced. Nevertheless, this evaluation could not be completed as the presence of friction/resistance was observed at the frayed/split portion of the sealant sleeves. Due to the sealant exposure, a premature deployment was considered to be present. Therefore, a deployment mechanism functional analysis was executed. Both buttons (1 & 2) were depressed, showing that the sealant could be deployed and the balloon was retracted as expected. A high-magnification analysis of the sealant sleeves was executed. During this analysis, it was observed that the sealant was exposed due to the frayed/split condition of the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves condition observed. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not applied during insertion) and/or the condition of the sheath (which was not returned for analysis and was reported to not have a kinked/bent condition upon removal) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a physician could not advance a 5f mynx control vascular closure device (vcd) through an unknown sheath. There was no reported patient injury. The device was used in an interventional procedure. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. Another mynx device was used for hemostasis. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. The device is being returned for evaluation. Addendum: product evaluation shows the sealant was exposed from the sealant sleeves.